Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Only half of the connectors of the tigerpaw system ii device were engaged. "Extra pins" were cut off (it looks like extra pins were out of appendage) and the appendage was suture over. There were no patient negative effects.